Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4196-88 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had complained of pocket site pain since implant. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.